Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The occlusion test was not performed due to button/keypad anomaly. No frozen screen noted. The device had cracked case at display window corners, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she was putting in her blood glucose level and the buttons stopped working. Customer's blood glucose level was 40 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.